Event description:
Product analysis on the tablet was completed and approved on 12/18/2015. An analysis was performed on the returned tablet and during the analysis it was identified that the usb port was damaged. As a result, the tablet was unable to establish communication. No further anomalies were identified.

Event description:
It was reported on (B)(6) 2015 that port on the tablet is broken. Troubleshooting was performed by swapping the wand and serial adapters and the issue did not resolve. The issue seems to be that the serial cables do not fit in the port and fall out. The issue seems to be that the port on the tablet itself is broken. No patient's devices were affected since the physician had another tablet to use. The tablet was received for analysis on 12/01/2015. Analysis is currently underway but has not been completed to date.